Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call prime/fill anomaly. Blood glucose at the time of incident was 201mg/dl. Mother states she attempted to run a self-test, but was advised not to. Mother stated the customer has a backup plan and has treated using the pump and manual injections. Mother states the drive support cap appears recessed. Mother consented to the troubleshooting and was walked through the self-test process. Mother stated when pushing the act button, it does not respond. The caller was advised to check the settings and confirmed they were on. Mother states the buttons are unresponsive. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis. The device will be returned for analysis.